Event description:
The pt also complained of tingling in his arms and 'mini-shocks.'

Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated, but is pacing in the ventricle.